Manufacturer narrative:
(B)(4): the disposable sets used for these cases were unavailable for investigation. A DHR review was conducted based on the lot number of the kit provided by the customer. The review showed no mfg anomalies occurred during production and nothing of this type of failure was reported from this lot. A service call was placed after this incident was reported and the equipment was checked. The service technician did not indicate any issues with the equipment. Additionally, an investigation on the rdfs was conducted and it also did not reveal any unusual activities during the procedures. In all cases, the pts were at isovolemic with the albumin as the replacement solution. However, it is noted that due to the fast rate of evacuation of the ac and saline solutions, the net effect on the pts believed to be slightly hypovolemic. All cases reviewed showed a possible negative fluid balance of 3~5% of tbv as a result. In the journal of clinical apheresis, it is noted that, with the gbs pts, "since autonomic dysfunction is present, affected pts may be more susceptible to volume shifts, blood pressure, and heart rate changes during extracorporeal treatment". This could be the case observed in these events. Root cause: unable to determine the root cause due to insufficient info. The equipment operated normally and as expected. No malfunctions were observed. The findings from the correspondences between caridianbct and the physician coupled with the pt's reactions and the remedies used to alleviate the pt's reactions indicate the pt and procedure management issues were the most likely cause.

Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. This doctor purchased an optia and trained in (B)(6) 2008. He uses the equipment in an outpatient setting in his office. He and his nurse perform the procedures and they are new to apheresis. After three tpe procedures out of four resulted in hypotension with the pts, the doctor contacted caridianbct for consulting. The last reported case was with a (B)(6), female, with guillain-barre syndrome, inlet flow rate 60ml/min and ac infusion rate 0.8 ml/min/1 tbv, the balance 100% and one plasma volume exchange. She did well during and soon after the procedure, but her mother called and said she felt faint and nauseated after arriving home an hr later. A physician reported three adverse reactions (hypotension) from his pts after doing four tpe procedures. All those pts rec'd IV saline and they felt fine soon afterwards.